Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon removed the patella in patient's right knee due to mechanical complications. Surgeon removed patella and did not put a new component back in patient's knee.